Manufacturer narrative:
The battery was warm and the display was blank due to a capacitor at the liquid crystal display puncturing the isolation tape and making contact to the positive side of the battery tube.

Event description:
It was reported that the insulin pump became warm, began to smoke, and shut off. Nothing further was reported.